Event description:
Additional information received on (B)(6) 2019 via phone call with nurse indicated that the issue was not a fast flow; the patient misunderstood that the pump had infused as expected. The side effect reported is a side effect of the 5fu [fluorouracil] and that they were from being on the medication, not from the function of the device. The device was discarded as they state it functioned as expected and successfully.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Additional information indicates product functioned as intended and no adverse effects were related to the product. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 01 may 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the second of two reports. Refer to 2026095-2019-00071 for the first report. Fill volume: unknown, flow rate: unknown, procedure: unknown, cathplace: unknown, infusion start time: unknown, infusion stop time: unknown. It was reported "patient has had fast flow from [pump] the past two times she's received therapy...the most recent, today, it infused in sixteen hours instead of forty six hours...this time she has mucositis."